Manufacturer narrative:
The device history records for radiesse were not reviewed as the lot number was unknown. Anterior filler displacement following injection of calcium hydroxylapatite gel (radiesse) for anophthalmic orbital volume augmentation ophthal plastic reconstructive surgery volume 28, no. 5, 2012.

Event description:
Patient was treated with radiesse for anophthalmic enophthalmos correction. Patient experienced orbital pain and difficulty with prosthesis retention. Examination revealed severe conjunctival chemosis and lower eyelid fullness consistent with anterior filler displacement. She was treated with cool compresses, oral antibiotics and oral prednisone for two weeks. Chemosis and lower eyelid edema at 9 months after the injection.